Event description:
It was reported that the patient was admitted to the hospital for pericardial tamponade due to a micro perforation from the implantation of the atrial lead. The patient had a drain placed into the pericardium. The atrial lead was repositioned from a lateral position to the atrial appendage and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products continued: (B)(4) implantable pacing lead (B)(6) 2012.